Event description:
Pt developed an infection. Revision surgery occurred to exchange the poly insert.

Manufacturer narrative:
Pt developed an infection. Revision surgery occurred to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.